Manufacturer narrative:
(B)(4)

Event description:
It was reported that about after 5 minutes of the intra-aortic balloon (iab) being inserted patient experienced a balloon rupture, blood was identified in catheter tubing. The iab catheter was removed and replaced. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that about after 5 minutes of the intra-aortic balloon (iab) being inserted patient experienced a balloon rupture, blood was identified in catheter tubing. The iab catheter was removed and replaced. There was no report of patient injury or consequence.